Event description:
It was reported that a pump powers off without user input. The customer has stated that this occurs after the device is powered on and displays a blank screen when turning off. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
MFR ref no.: (B)(4). Baxter's device evaluation is in progress. When complete, a supplemental report will be submitted.